Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Unable to verify off no power due to blank display anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Event description:
It was reported that the customer's insulin pump had an off no power anomaly. No significant event leading up to the incident was mentioned.